Event description:
It was reported by the patient that when the start button on the previously working remote monitor was pressed it failed to power up. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): incoming inspection found that the monitor would not start interrogation. After further analysis was performed, the monitor was able to power up and the failure had disappeared, therefore a root cause could not be determined.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.